Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After ivus imaging was completed and the catheter was retracted, the ivus catheter was withdrawn. During withdrawal, the ivus catheter could not be smoothly withdrawn along the guidewire, and it was found to be tangled with the non boston scientific guidewire. The physician withdrew the ivus catheter and the guidewire together. The procedure was completed with another of the same device. The patient was stable, and no complications were reported.

Manufacturer narrative:
E1: (B)(6). Investigation results: device analysis findings: the device was returned for analysis; visual inspection revealed that the sheath and the imaging window were kinked. Microscope inspection showed that the guidewire exit port was damaged, but the tip was in good condition. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure following a review of the returned device, reported event details, available information, and product record review. The reported guidewire entanglement and catheter damaged/defective condition were associated with a lifted exit port, which occurs due to friction between the edges of the exit port and the guidewire; this friction could be found during advancement of the device into patients anatomy due to the lesion characteristics, caused by the maneuvers of the user, which could lead to excessive friction that deforms the material. Since no deviations were found in the DHR review, it is most probable that the issue occurred during the procedure, and therefore the assigned cause for the deformed exit port is adverse event related to procedure.

Manufacturer narrative:
E1 initial reporter facility name / address / phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After ivus imaging was completed and the catheter was retracted, the ivus catheter was withdrawn. During withdrawal, the ivus catheter could not be smoothly withdrawn along the guidewire, and it was found to be tangled with the non boston scientific guidewire. The physician withdrew the ivus catheter and the guidewire together. The procedure was completed with another of the same device. The patient was stable, and no complications were reported.